Manufacturer narrative:
Upon receipt the lead was found cut 53 cm proximal to the lead tip. A proximal part including the serial number was missing. The performance of the distal lead fragment was scrutinized including a visual inspection. During the visual inspection a bend in the distal part of the lead and damage to the steroid collar was noted. It is reasonable to assume that these damages were due to mechanical forces applied during the implantation procedure. Further analysis of the distal lead fragment did not reveal any irregularity that might have contributed to the reported perforation. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) in 2020, this system was implanted. On (B)(6), pacing failure was confirmed. This rv lead could not capture with 7v and lead perforation was suspected by cardiac CT scan. On (B)(6), leads were explanted with cardiac surgery department standby. The left chest was opened and new ra/rv leads were implanted. Only this rv lead was returned for analysis.